Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicates that, customer experienced high blood glucose. The blood glucose value at the time of the incident is 480mg/dl. The customer was treated with a manual injection. The customer also reported the battery not working and a blank screen. Troubleshooting was performed. No further patient complications were reported. It is unknown whether the customer continues to use the pump. The product will be returned for failure analysis.